Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s cgm displayed 307 mg/dl and when she tested her bg it was 350 mg/dl. She called emergency medical services (ems), who tested her bg and it was 400 mg/dl. The paramedics started intravenous (IV) therapy and transported her to the hospital. Her bg she was treated with IV fluids and ibuprofen in the emergency department and discharged 5 hours later. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.